Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20jul2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Patient later reported "stage 0 right side breast cancer" (not device related). Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening side assessed as fold flaw opening and one opening side assessed as surgical damage. Breast-ndr : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported a right side deflation. Patient later reported "stage 0 right side breast cancer" (not device related). Device has been explanted.